Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at max output. Additionally, the lead exhibited low amplitudes. Technical services (ts) advised reprogramming options. No reprogramming changes were made, however, the physician stated that they would reevaluate next consult. The lead remains in use. No adverse patient effects were reported.